Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2. G2: the initial medwatch report inadvertently checked "foreign", "other" and added japan to the "if other, specify" field. This report is not from a foreign reporter. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely that an image was not displayed temporarily due to temporary water intrusion from the leak in the connector. Since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The following information is stated in the instructions for use (IFU) which may have prevented the event: "never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. The unit was tested, and the image was present, without issue. However, it was noted that there was a kink in the cabling. Additionally, the subject device failed the leak test due to a leakage at the video connector. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus hd camera head was displaying a poor-quality image during reprocessing. This event had no patient involvement.